Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer declined to remove the site. Customer cleared the alarm and reported that the infusion set would be changed. Customer's blood glucose was 180-262 mg/dl at the time of event.